Event description:
Blood leak was observed after the start of treatment. Blood loss as well as if medical intervention was needed is unk.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.